Event description:
Pt scheduled for lavh; upon insertion of size 10 trocar subumbilically and after introducing the telescope, active bleeding was noted. A laparotomy was performed immediately. Noted laceration to right common iliac artery and trauma to the vena cava. A vascular surgeon was called for repair.